Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited under sensing during ventricular fibrillation episodes. The lead was repositioned on (B)(6) 2022. The patient was stable.